Event description:
It was additionally reported that the patient presented to the emergency department for inappropriate shocks. The right ventricular (rv) lead exhibited potential oversensing and noise. T-wave oversensing (twos) was also noted. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076-52 lead implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to non-sustained tachycardia and short interval counts (sic). The electrogram indicated noise and varying impedances. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. No anomalies were found. The helix of the lead was extrinsically bent. The exposed superior vena cava defibrillation coil had become extrinsically distorted due to pulling/stretching/overstress. The distal low-voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted that because the lead was returned in segments, helix testing was not possible. The analyst also noted that the lead was returned with the helix partly extended and bent, which was classified as explant damage. (B)(4).

Event description:
It was further reported that during explant, retraction of the helix was difficult as a result of the fracture.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the rv lead was removed and replaced after high impedances were exhibited on the superior vena cava (svc) coil, right ventricular (rv) defibrillator coil, and pace/sense portion of the lead. A lead fracture was confirmed. No patient complications have been reported as a result of this event.